Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged to have serious breathing issues. This event is assessed as related to the device. Since there is no customer information, the manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b7 had missing information which is updated in this report. Section b1, b2 and h1 are corrected. Section h6 updated in this report.

Manufacturer narrative:
Section b1 was updated to reflect adverse event and product problem. Section b2 was updated to reflect other serious or important medical events. Section h1 updated to reflect serious injury. Section h6- health impact code was updated.

Event description:
The manufacturer received a voluntary medwatch (m5104082) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.